Manufacturer narrative:
(B)(4). Date sent: 4/26/2022 h6: investigation conclusion.

Manufacturer narrative:
(B)(4). Batch # u5dt4n. H6: g04 mechanical. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with a tyvek, and with one reload present. Additionally, the reload was received with the right side unfired and the left side fully fired. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. Upon evaluation of the reload, the one-piece sled was noted to be damaged. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the patient receive chemotherapy or radiation and if so can you please provide details? No radiation nor chemotherapy for the patient due to here age (85) and oncological status. What was the indication for surgery? The indication for the surgery was tumor on the right lower lobe. What was the procedure? The surgery was a right lower lobectomy how was the post-op bleeding identified? The bleeding was intra op. No post up bleedings. How many days postoperative was the bleeding identified? The bleeding was identified intra-op and was dealt with immediately. What was the total estimated blood loss (ml)? The blood lose was 2000ml. Was a transfusion required? Blood transfusion - 2 doses. What was the pre and postoperative anti-coagulant and pain management protocol? There was only a post-op protocol, and the patient received clexane. Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? The reload was pvs reload from a kit delivered by j&j israel to the hospital and was stored correctly as intended. Vasecr35. Did the patient have any pathologic adenopathy around pulm vessels how was the vein separated? The vein and all blood vessels were separated by harmonic scalpel (har36) and were separated successfully. Intrapericardially and extra pericardially? Was the reload received from an authorized distributor channel? How are the reloads stored at customer location?

Manufacturer narrative:
(B)(4). Date sent: 2/16/2022 additional information: the device was sent for additional evaluation on the fracture top surface of the sled wing and the side of the sled using a stitched optical micrograph (x150) and images evaluated. The fracture appears to have significant compression component and a general direction from inside to outside and back to front. In addition, a CT scan of the instrument showed no anomalies. CT scan of the reload showed that most of the staples on the right-hand side were still present, but the tips had been pushed up above the cartridge deck due to the initial evaluation. D1 and d4.

Manufacturer narrative:
(B)(4). Batch # unk. Photo analysis: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a reload with the right side fully fired and the left side was noted with what appears to be staples protruding. Based on the picture provided the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy surgery on the right lower lung lobe using the uniportal vats lobectomy technique in a woman with a clear anatomy, a pvs device with vascular cartridge (vasecr35) were used to disconnect the pulmonary blood vessel (pv). The surgeon closed the device on the pulmonary vein and waited a few seconds after which he shot at the pulmonary vein. Once opening the device operating jaws, blood started covering the space of the surgical area. The surgeon inserted his hand and created pressure on the source of the bleeding, while creating a thoracotomy (opening the chest cage and converting into an open surgery) with the help of additional surgeon that was in the operating room. Together with another senior surgeon that was called to the operating room they managed to gain control over the bleeding. Once the bleeding was under control, it was discovered that the pulmonary vein closed only at the end of the part coming out of the lung and at the end of the part of the heart it was open and no staples were observed. Therefore, the pulmonary vein in the end of the heart was closed using a suture. The surgery continued with the same device ( pvs ) that was used with two more cartridges on an artery and a pulmonary artery section (pa) without problems. According to the patient's doctor, her condition is now normal.